Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose level was 6.7 mmol/l. The customer it was reported that they had recurring pump error. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. There was no pump error 37 during testing and the motor was found with corrosion at the motor home switch per visual inspection.